Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient indicated that the implantable neurostimulator (ins) was working great for her symptoms until she had an MRI of her head. Caller stated she turned it off for the MRI but ever since she turned stim back on she has noticed a return of symptoms. Caller stated her pain was so bad that when she finally got in to see the hcp her blood pressure was 198/93. Caller stated the girls at the front desk said she could take her pyridium. Caller stated they thought it was a bladder infection and it wasn't. Caller stated the hcp doesn't return her calls. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that their high blood pressure and symptom return was resolved by seeing their family healthcare provider (hcp), but then seemed to also indicate that the issue was not resolved. No other information was reported at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.